Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues or damages in the hypotube shaft. Microscopic examination of the balloon identified a pinhole 1mm distal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole 1mm distal from the proximal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to left anterior descending artery. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation at 12atm for approximately 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to left anterior descending artery. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation at 12atm for approximately 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.